Event description:
After a right colectomy, three days post operatively, the patient developed rectal bleeding. Subsequently, the patient returned to the operating room to stop the bleeding and received twelve units of blood. However, the surgeon did not indicate how the device may have malfunctioned during the initial procedure. Patient is stable and has experienced no additional consequences.